Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the tip of the fiber detached inside the patient and was removed using a basket. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.